Event description:
It was reported during a left atrial appendage closure device implant procedure, a leak was noted in the sl1 introducer with a subsequent air embolism. A guidewire was used to advance the sl1-introducer / dilator into the right atrium. The guidewire was removed and exchanged for a transseptal needle puncture was performed. After passing the introducer into the left atrium, the user attempted to aspirate the sl1 introducer with a syringe: air bubbles were observed aspirating into the syringe and reportedly went into the pt. Following the event, the pt exhibited neurocognitive dysfunctions. A CT scan was performed with no abnormal observations found. Another CT scan was performed three days later which revealed there was no stroke or consequences to the pt; the current status of the pt is listed as "good."

Manufacturer narrative:
One 8.5f swartz introducer was rec'd for eval. No visible anomalies were observed. The introducer was tested for leaks by connecting the stopcock using pressure and clamping off the shaft 5.0 inches distal from the hemostasis body. The device was submerged in water and a leak was detected. The leak was located between the sleeve and sheath tube. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with mfg as the event is related to a mfg non-conformance. The device was sent for add'l investigation. Should further relevant info be rec'd, a f/u medwatch report will be submitted.